Event description:
The pt presented after receiving high voltage therapies. The pt did not lose consciousness during the episodes. An interrogation, the battery voltage was 2.55 volts and two alert messages had been received, one for extended charge times and the other indicating high voltage lead impedance of greater than 200 ohms. The pt was admitted following cardioversion to break the presenting vt (ventricular tachycardia) arrhythmia. The pt remained with external fib support and was transferred to a telemetry floor for continued observation. It was later reported that both the ICD and concomitant lead were explanted.